Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. The reported issue was not duplicated during the investigation. The pump was tested and passed all final safety checks and all values were within specification. Based on the investigation, the complaint allegation was not confirmed. Updated: h3, h6.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump over delivered. It was reported that the pump stopped without alarming while delivering total parenteral nutrition. It was reported that the infusion completed in eleven (11) hours instead of fourteen (14) hours. No adverse patient effects were reported.